Event description:
It was reported the patient's lead had high impedances. As a result, surgical intervention was undertaken wherein the lead was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. E1: reporter phone number: (B)(6).

Manufacturer narrative:
The patient experiencing high impedance on the lead was reported to abbott. The patient's lead was replaced due to a lead fracture. No devices were returned for evaluation. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue. Based on the information received, the device was in conformance at shipment and a single definitive root cause for the issue encountered was unable to be conclusively determined.